Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, h4 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, possible causes of the reported malfunction of "biopsy port came out" is due to a loosened mouthpiece due to a missing key. The most probable cause of the discovered damage is cause traced to component failure, without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the biopsy port came out of the videoscope. The issue occurred during reprocessing. There was no patient involvement.